Event description:
It was reported that an initial shoulder surgery was done on (B)(6) 2006. Seven years post-op, in (B)(6) 2013, the patient noticed a limited range of motion and a pain-free cracking/grating noise in the joint. On (B)(6) 2013 a revision surgery was performed due to a loose glenoid. Implants were replaced, revision surgery completed successfully.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The explanted device was requested for evaluation but was not returned. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is that with time there was further progression of osteoarthritic condition resulting in compromise of the original device and /or fixation or if the patient had experienced unreported trauma/injury to the shoulder. If additional relevant information is received, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.